Event description:
It was reported that a pump declared alarm 20 during use, indicating a cartridge issue. There was no adverse impact to the customer's blood glucose level. Customer support attempted to assist the caller in loading a new cartridge, but the alarm recurred, preventing the resumption of insulin therapy. Consequently, technical support decided to replace the pump, arranged for it to be shipped back for warranty service, and instructed the customer on backup insulin delivery methods. The customer agreed to return the problematic pump and understood the instructions provided.